Event description:
Caller reported possible false negative results and weak sample lines at 3 minute read time when testing proficiency samples on qupid hcg urine test. The hcg level was not provided but aliquots of the proficiency materials and product are expected to be returned for testing.

Manufacturer narrative:
Investigation pending.